Manufacturer narrative:
Title outcomes of radiofrequency ablation by manual versus self-sizing circumferential balloon catheters for the treatment of dysplastic barrett¿s esophagus: a multicenter comparative cohort study source american society for gastrointestinal endoscopy, 2020(1-25), date of acceptance: 26 july 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, 228 patients were treated with halo 360 catheter, 13 patients who developed strictures occurred at the 12 joules dose before widespread adoption of the current 10 joules treatment standard had undergone a prior endoscopic mucosal resection. All strictures were successfully managed with endoscopic dilation using bougie dilation, balloon dilation, or a combination of both.